Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing that lead to pacing inhibition. This had been previously resolved by reprogramming to unipolar configuration. This rv lead remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).